Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided the device was reprocessed according to instructions for use (IFU) before returning the device to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from forceps elevator, then the material was not eliminated. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer returned an evis exera ii duodenovideoscope for annual inspection. No device issues were reported. During evaluation, foreign material was found at the air/water nozzle, the forceps elevator and the light guide lens adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus sent a request for information to the customer about their reprocessing practices. No response has been received at this time. Examination showed the foreign material at the forceps elevator was brownish and consistent with organic tissue or corrosion; the foreign material at the nozzle was yellowish and sticky, possibly from previous procedure; and the light guide lens adhesive showed brownish stains consistent with foreign material exposure or discoloration from chemical reagents. During visual examination, the following additional issues were found: the scope cylinder was missing its color indicator; the sheet holder unit was corroded due to water leakage; the distal end was corroded; the connecting tube was wrinkled; the forceps elevator was damaged an no longer water tight; and several components required replacement as per annual inspection requirements. Functional testing showed that the bending angle for the up direction did not meet with specifications due to a worn angle wire. In addition, the forceps raising angle and fixing force of the guide wire did not meet with specifications: these issues were caused by a worn forceps elevator wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by customer.